Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years 7 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was at the clinic on (B)(6) 2018 with a recent history of red heart alarms/pump stops while the lvad was connected to battery support. The patient was admitted. No clinical symptoms were reported. The submitted log file was reviewed by a representative of the manufacturer's technical services team and revealed 5 pump stops and 66 low speed operations between (B)(6) 2018 at 2:44:59 pm to (B)(6) 2018 2:00:17 pm while the vad was on power module support. This type of behavior had been previously linked to potential issues with the percutaneous lead. The submitted x-rays were also reviewed and found to be unremarkable. The patient was to be discharged to home with an ungrounded patient cable.